Event description:
Edwards received notification that a 7300tfx25 valve was explanted from the mitral position after an implant duration of five (5) years and six (6) months due to calcification leading to stenosis, moderate regurgitation, and leaflet mobility restricted. Another valve of the same size and model was implanted in replacement. As reported, patient was noted as to be in stable condition.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to b5 (describe event or problem). Updated section h6 (health effect - clinical code).

Event description:
Edwards received notification that a 7300tfx25 valve was explanted from the mitral position after an implant duration of five (5) years and six (6) months due to calcification leading to stenosis, moderate regurgitation, and leaflet mobility restriction. As reported, patient presented with shortness of breath and feeling tired. Another valve of the same size and model was implanted in replacement. As reported, patient was noted as to be in stable condition.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The patients history of rheumatic heart disease may have contributed to this event; however, there is no information available that states the patient still has an active infection. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H10 additional narrative: the valve was received by our product evaluation laboratory for examination. The report of calcification, stenosis and leaflet mobility restricted was confirmed. Report of regurgitation cannot be confirmed through visual observation. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on leaflet 1 and 2 at the inflow and outflow aspects. Calcification restricted leaflet mobility and led to stenosis.